Event description:
Newly inserted groshong cv catheter checked for blood return. Chemotherapy infusion started pt complained of pain above insertion site, infusion stopped. Fluroscopy dye study revealed internally catheter was leaking.